Event description:
The pt reported communication issues between the implant and external equipment. A boston scientific neuromodulation rep performed device eval. The problem was confirmed. Explant surgery has been recommended.